Manufacturer narrative:
Investigation: customer returned photos of (4) 3/10cc, 12.7mm, 29g syringes with a poly bag from lot # 8085600. Customer states that the inside of the barrel was black and insulin became black after drawing. The attached photos were examined and exhibited dark material smeared on the outer surface of the barrel. This material was determined to be ink smears. CAPA (B)(4) was initiated to address such issues at this time. A review of the device history record was completed for batch# 8085600. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with inside of syringe was black with foreign matter.